Event description:
Additional information received reported there was left retroauricular parietal chronic implant site erosion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the left retroauricular parietal chronic wound was at the site of the lead implantation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0y1qu, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0x7bk, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported the patient had noticed on (B)(6) 2016 when at the physician's office that they felt a staple/stitch/scab over the left ear. There was no oozing, bleeding or pain. While at the healthcare professional's office the scab had fallen off and it was decided by the surgeon and doctor to take the patient into the operating room for same day wound debridement. There was a left retroauricular parietal wound, wound erosion. The patient was discharged on clindamycin. The patient had returned to the physician office and the area appeared to be healing. The patient was going for a second opinion and at that visit the patient was told that they believed the patient needed new wires placed due to the current wires causing the patient's skin to erode and there was poor wound healing. The patient was following up the following week. This was related to the lead, left lead in subthalamic nucleus. The event had resulted in an unscheduled office visit and other surgical intervention. The outcome was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the event was not related to the device or therapy but was related to the implant procedure. It was reported the event was possibly related to the implant procedure.

Event description:
Additional information received reported the outcome was updated to resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.